Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The customer reports the double lumen PICC leaked below the pink hub. The reported defect was detected during use. There is no patient injury or consequence. The patient condition is reported as "fine". There are no patient complications or injury. Therapy was reported to be delayed/interrupted.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the double lumen PICC leaked below the pink hub. The reported defect was detected during use. There is no patient injury or consequence. The patient condition is reported as "fine". There are no patient complications or injury. Therapy was reported to be delayed/interrupted.